Event description:
The sjm valve was explanted due to pannus impeding the valve leaflets. An sjm epic supra bioprosthesis was implanted and the pt was in stable condition following the procedure. It was reported that warfarin had not been administered for the three years preceding the reoperation.